Event description:
It was reported that patient presented in clinic experiencing chest discomfort. It was noted that atrial lead exhibited failure to capture and failure to sense. It was also observed via x-ray that the lead had dislodged. The lead was revised successfully on (B)(6) 2025. Patient condition was stable.